Manufacturer narrative:
Irritation due to adhesive patches at the insertion site is a known and anticipated potential adverse effect as described in the eversense user guide, which does not require additional investigation.

Event description:
On may 20, 2026, senseonics was made aware of a user experiencing a skin reaction to both the clear and white adhesive patches. Symptoms experienced included a widespread rash over the adhesive area, intense itching, and skin breakdown with oozing when scratched. The onset of symptoms was reported as relatively recent, though no exact date, lot number, or expiration date of the patches were provided. The user does not apply lotions or creams prior to use but uses prescribed corticosteroid cream (lexema) after reactions occur, as advised by their healthcare provider, who is aware of the issue. The user is unsure about having sensitive skin but notes similar reactions to other sensor adhesives in the past. Attempts were made to collect further product information, though the user could not provide specifics.